Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to an endocarditis infection. The patient received a new system in the weeks following. No further patient complications have been reported as a result of this event.